Manufacturer narrative:
H3: in analysis handpiece was screeching and grinding when run at default settings. Housing became warm to touch after running the handpiece for 10 seconds, particularly around the endcap. Housing and motor were fused together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively device was not working properly. There was no patient involved.